Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not transition from dc to ac power. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer(fse) confirmed the reported problem. Resolution and disposition: the fse replaced the power supply to resolve this issue.